Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, after cutting, it was noticed that the wire anchor of the truetome 39 was dislodged from the catheter. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.